Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced cylinder herniation from the corpora leading to the revision surgery. However, there was nothing wrong with the device. The patient did not experience any additional adverse events and was said to be doing well after the procedure. No more information available at the moment. Should additional information become available, it will be provided.